Event description:
The complainant reported premature removal of an inverta peg, list #52354. The tube was placed in 2005 and inadvertently removed 4 months later. The patient is contracted at the elbows and his hands sit on his chest so the facility is not certain how the tube was pulled out, however, the investigating nurse stated they suspected that the tube had gotton caught in the bed and pulled out when they were turning the patient. The tube was intact when the patient was checked the first time. It was out when they checked on him the second time. The patient's nurse inserted a g-tube (unknown manufacturer). The medical doctor assessed the site and ordered the feeding started. The feeding was discontinued after approximately 1-hour due to leaking. The patient was then transported to the emergency department and the g-tube was removed and replaced with a 20 fr inverta peg, list #52354. The patient remained in the hospital for a week. More specific medical intervention is unknown. The patient was reported to have experienced copious amounts of drainage, cellulitis of the abdomen, and pneumonia.